Event description:
It was reported that the customer received an unexpected restart alarm and a button error alarm. The customer was unable to clear the alarm by pressing the esc and act buttons. The customer stated that they were not pressing any button for three minutes or longer. The customer's blood glucose was unknown. The customer stated that they had to discontinue use of the insulin pump and revert to manual injections until the replacement insulin pump arrived. Nothing further reported.

Manufacturer narrative:
Pump passed the unexpected restart test and no unpredicted unexpected restart error alarm noted. Unit was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit had minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.